Manufacturer narrative:
The sample associated to this report has been received at the mfg plant. Investigation efforts are currently in progress upon completion a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that a loose plastic foreign material was discovered at the tracheal port of the tube. The caller reported that non routine replacement of the tube was required.